Event description:
The report received indicated that during a coronary procedure, the physician was delivering the 2.5x18mm cypher stent; however, on angiogram, the physician noticed that the stent was misaligned on the stent delivery system. The proximal stent strut and flexed segment appear to be slightly crushed. The device was removed without complications from the pt and a competitor's stent was implanted at the target lesion. The procedure was finished successfully and there was no injury to the pt. During the procedure, there were no difficulties or any resistance experienced while advancing or maneuvering the system. There was no report of any anomaly noted in the device prior to use. The intended procedure included treatment of a lesion in the mid right coronary artery (rca); the de novo lesion was described as moderately calcified, highly tortuous and presenting 90% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the evaluation has been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.